Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file identified a controller clock reset. A specific cause for the controller clock not being set could not be conclusively determined through this evaluation; however, this finding could have been the result of a loss of external power to the system controller and depletion of the controller¿s internal backup battery sometime before the events captured in the log file. The submitted log file contains 240 events spanning an unknown amount of time. The system controller was only connected to 14 v li-ion battery power throughout the duration of the log file. The clock was at the default setting of 01jan2001 1:00 am, and the yellow wrench advisory alarm was active throughout the log file due to the clock not being set. The fixed speed was set at 9200 rpm and the low speed limit was set at 8800 rpm. The controller clock reset could have been the result of a loss of external power to the system controller and depletion of the controller¿s internal backup battery sometime before the events captured in the log file. These events would have resulted in pump stoppage. Despite the controller clock not being set, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the submitted data. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate ii lvas IFU provides important information regarding the heartmate batteries, including how to monitor battery charge level and replace depleted batteries. If the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module. Both of these documents provide instructions for exchanging batteries and switching power sources. These documents also contain information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The cause of pump stop and system controller clock reset is not identified. The event is also reported on the system controller under MFR #2916596-2019-03871. Approximate age of device- 3 years 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced low voltage and no power based on the device interrogation when the patient was admitted to the emergency room. The manufacturer's technical service representative reviewed the log file and observed the clock reset to the default time indicating that the device lost all power leading to pump stop. The pump stop occurred for unknown period of time. The clinical team cannot determine the cause of clock reset. The labs were drawn and were normal.